Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, encapsulation 50% color yellow. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage.

Event description:
Healthcare professional reported right side "rupture" MRI confirmed, "seroma" ultrasound confirmed, "pain, swelling," and "redness." The device has been explanted. Healthcare professional reported treatment with "sono-guided aspiration."

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" "seroma".

Event description:
Healthcare professional reported right side "rupture" MRI confirmed, "seroma" ultrasound confirmed, "pain, swelling," and "redness." The device has been explanted. Healthcare professional reported treatment with "sono-guided aspiration."